Event description:
Blade shed. Surgeon was able to flush out most of the particles. Additional information confirmed that particulate was seen in patient's joint even after flushing it.

Manufacturer narrative:
(B)(4).